Manufacturer narrative:
H3: a review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure.

Event description:
As reported, approximately 2 months post the initial right tsa, the patient developed and infection and was revised. All implants were removed, cultures taken, and an antibiotic spacer and beads were implanted. There was no reported breakage of a device. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 02000624293 a10012 - gps implant kit v2, a805335 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, a934599 300-30-07 - equinoxe preserve stem 7mm, a971111 320-15-05 - eq rev locking screw, b002620 322-42-00 - 145-deg pe 42mm hum liner +0, b022229 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, b031817 320-06-42 - glenosphere 42mm, b035736 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, b040305 320-15-01 - eq rev glenoid plate, b046065 531-78-20 - shouldr gps hex pins kit, b050699 322-10-00 - humeral adapter tray, +0, b068921 320-20-00 - eq reverse torque defining screw kit, b084047 531-20-00 - shldr gps rvrs drill kit, s509709 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm.